Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the patient's hcp wanted to do an MRI of her left shoulder, noting that this was the same side the ins is implanted. It was reviewed that ins will need to be in MRI mode, but they couldn't find her programmer (pp). They were sent MRI mode guidelines. They stated that the ins only worked "so-so". They explained that the ins worked right away when she got it "all charged up and running it on high ," but doesn't notice when the battery ran out. When asked to clarify, patient mentioned that she's had the recharger and dtc replaced in the past and said the ins still didn't work for her. They also indicated that she had the pp replaced as well, but patient services noticed there was no record of this and was under the impression the patient was just referring to her recharger. The patient stated she was having a lot of pain in her shoulder and also her right hip. Regarding her pain, the patient added, "my back gets to the point where I just about buckle under it." They said she did not think the pain in her right hip and shoulder was related to the ins, noting that if she laid down flat, "it would start to eventually eek its way all the way down" to her hand. They also mentioned that something happened when she was walking around and turns, or when she lifted something and strained, but patient services could not understand the patient. They noted that she had the pp, but could not find it. No out of box failure was reported. No further allegations/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.